Manufacturer narrative:
A ge service rep performed an on site investigation. The fast stop switches, key board, dvd drive, servo drive, and cables were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system had a motion error, fast stop error, and disk drive error messages. No pt injury was reported.